Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report was confirmed - water tightness was lost on the insertion serpentine tubing. Additionally, as noted, the coating on the serpentine tubing was peeling. Wrinkles and scratches were found in the insertion tubing. The adhesive on the distal end was missing. Additional scratches were noted on the grip, the universal cord, as well as the video connector. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned their visera tracheal intubation videoscope due to an unspecified air/water leakage. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the coating on the serpentine tubing was peeling off. This report is being submitted to capture the peeling coating discovered during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to stress of repeated use, external factors, or handling. It is recommended that the user facility receive instruction/reinstruction on how to handle the device including usage environment. Olympus will continue to monitor field performance for this device.